Event description:
During the investigation of monitor (B)(4) for an unrelated complaint, a reportable product problem was discovered. The monitor was unable to power on. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) has been completed. The monitor's battery connector was broken, preventing the batteries from being plugged into the monitor. The unit was unable to power on until the connector was replaced. The cause for the broken battery connector was not positively identified but was likely due to a misalignment problem when the patient inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.